Event description:
It was reported that since implant approximately 10 days ago the patient's heart has been racing up to a rate of 100 beats per minute several times a day. Follow-up is in progress and any additional information received will be added to the event. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).